Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 01/06/2016, the patient contacted lifescan (lfs) USA alleging that her one touch ultra 2 meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up with the patient. The patient reported that the alleged power issue first occurred on "(B)(6) 2015". The patient manages her diabetes with insulin (self-adjuster) including humalog and lantus. She informed mss that she continued with her usual diabetes management routine as a result of the alleged product issue. The patient reported that on "(B)(6) 2015, time unknown" after the alleged issue began she developed symptoms of "high sugar levels, shaking and high heart rate". The patient stated that she was treated with an unknown dose of insulin by a health care professional (hcp). At the time of troubleshooting the cca noted there was misuse of the product and that the meter had got wet. Replacement products were sent to the patient. This complaint is being reported because although the patient did not develop symptoms the patient reportedly received hcp intervention for symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1.the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.